Event description:
It was reported the patient was not able to adjust stimulation. It was stated each time the patient hit the plus key, she got the ¿ins off¿ screen. This was noticed on the day of report. The patient stated now that she turned stimulation back on she was able to adjust stimulation. Stimulation was comfortable at 1.7 volts and planned to keep it there. It was stated the stimulation was ¿vibrating too much¿ and clarified stimulation was too strong. It was noted the patient urinated too much, and at the doctor today found out she had a bladder infection. It was reported the patient was not able to adjust stimulation and when trying to increase stimulation nothing happened. It was stated the patient pressed the amplitude increase button but it stayed on the same number. The patient was then able to increase to 1.8 volts and stated everything seemed to work ok and she could feel it.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v915099, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-28, lot# v915099, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, lot# serial# (B)(4), product type: programmer, patient. (B)(4).